Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, several noise episodes were observed on the ventricular channel. All measurements were good and it was not possible to reproduce the noise by manipulation. Patient is scheduled for normal follow up. No consequences for the patient due to this.